Event description:
It was reported that a circumferential fracture of the stent was noted in the leg during a follow-up visit by the patient. Since the procedure, 2 cases placing covered wall stents & prosthesis have taken place due to continued circulation problems in the leg. The patient again returned for follow-up & subsequenctly lost the leg.